Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces, with the device loaded onto the rotablator rotatlink plus. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. The device was soaked in a warm waterbath for 2 days prior to lab analysis. Inspection revealed that the rota burr (1.5mm) was firmly lodged inside the tip of the guidezilla, a complete separation at the collar with the polytetrafluoroethylene (ptfe) pulled out from the collar; distal shaft kinked 15cm from tip, and tip damage (edge folded inward and perforation). The rota device was successfully removed from the guidezilla device with effort. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was reportedly used with a with an incompatible guide catheter, which may have contributed to the reported device interaction. (B)(4).

Event description:
Reportable based on device analysis completed on 08-mar-2017. Same case as: 2134265-2017-01170. It was reported that the burr became stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected to be used. During ablation, the burr was passed through the distal part of the lesion but the burr got stuck when it was pulled out. Several non bsc device were used in attempt to remove the stuck burr but failed. A guidezilla was inserted again into the 6f guiding catheter and was delivered near the stuck area. Then, the burr was successfully removed and was retrieved inside the guidezilla. The procedure was completed with this device. No patient complications were reported. However, device analysis of the catheter revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) pulled out from the collar